Manufacturer narrative:
Product analysis found that motor has a failure. Hi-pot test fail. Motor cable assembly found faulty. H6: the previously applied fdm b21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the m5 handpiece was giving heating issue and also stalling. The handpiece was overheating within 5 ¿ 10 sec handpiece got heated. The device was run at 5000rpm in oscillation mode. The irrigation used was with 20cc/min flow rate. There was no patient involvement.

Manufacturer narrative:
H3: product analysis was able to confirm the reported fault. Found the handpiece cosmetically not ok. Connector has dent. Unable to connect to ipc and perform pre-temperature test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.